Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: the patient was palliative. The surgeon used the stapler for the 1st firing using a 45mm vascular load and everything worked fine. Then, for the 2nd firing on the renal artery, the surgeon used the (B)(4) reloads. The stapler was closed and fired. When the surgeon opened the stapler after firing, the vessel lumen was wide open. No staples were visible. The patient was bleeding heavily. The surgeon opened the patient and the surgeon controlled the arterial bleeding with his finger. The patient arrested twice on the table and the surgeon was not able to revive him.